Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue and alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download histories showed no activity outside normal use. On examination, the keypad was intact without damage. On investigation, the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The pump was opened for investigation and did not reveal any evidence damage, defect or contamination of the pump¿s interior components. The keypad connector and wiring were intact and without damage and seated properly. Investigation did not confirm nor duplicate the alleged keypad button complaint. The display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).